Manufacturer narrative:
Philips has investigated this complaint. A philips engineer inspected the system remotely and confirmed that the live monitor was not switching on. Review of the log file showed the issue with the live monitor. The engineer identified that the live monitor display color got changed. The field service engineer (fse) went onsite and confirmed that the monitor was defective. The fse replaced the live monitor, verified the operation and performed the visual inspection to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the azurion live monitor would not power on. The system was in clinical use when this occurred. There was no report of harm.